Event description:
The customer biomedical engineer (biomed) reported a failure to alarm at their philips information center ix (pic ix). The device was in use on a patient. There was no report of patient or user harm.